Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient stated they were having the issue of when requesting a bolus it was taking a long time. The patient confirmed that the handset lagged at 90% and she saw a message that said close or wait and try to resynch. An agent reviewed data and assisted the patient with deleting the data. The patient had given herself a bolus before the call and would attempt another bolus later.